Event description:
It was reported that the pulse generator had exhibited premature battery depletion. No patient symptoms were reported. The device was successfully explanted and replaced on (B)(6) 2015.